Manufacturer narrative:
Additional information has been provided in a.1., a.2., a.3. Corrected information has been provided in b.3. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of clogged cannula and capsular tear; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria a sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that during a cataract extraction procedure the hydrodissecting cannula became clogged. The patient experienced a capsule tear and the procedure was stopped with further complications. The patient will require a new surgery with or without a vitrectomy. Additional information has been requested but not received.

Manufacturer narrative:
One opened cannula attached to a syringe was received for the report of a clogged cannula that caused a capsule tear. The returned cannula was visually inspected and was found non-conforming with a bent cannula. Functional testing could not be performed due to the damaged condition of the sample. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The returned sample is visually non-conforming with a bent cannula. How and when the cannula became bent could not be determined. The damage seen on the returned complaint sample could have contributed to the customers reported issue of a clogged cannula. The manufacturer internal reference number is: (B)(4).